Event description:
It was reported the patient presented for analysis. Upon interrogation, it was discovered the right ventricular lead exhibited low r-wave amplitude sensing and increased capture thresholds. X-ray confirmed the right ventricular lead had dislodged. The right ventricular lead was successfully repositioned on (B)(6) 2022. The patient was in stable condition.